Event description:
It was reported that the pt was scheduled for a battery replacement on (B)(6) 2011. On (B)(6) 2011 an x-ray was performed and discovered that the right lead was broken. There were high impedances on the right system. No signs or symptoms were associated with the event: the pt had her previous right neurostimulator off as the clinical signs were predominant in the right hemibody. The pt did not require hospitalization and there was no pt injury. The pt was feeling well and was to return to the hosp the following week for a f/u visit. Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient suffered from dysarthria which usually required bilateral stimulation but in this case the patient was doing fine with unilateral stimulation. Therefore, the right side lead was not replaced and remained implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined this event was also previously reported in manufacturer report # 3007566237201108312. All further information received will be reported under this manufacturer report number (3007566237201108192).

Event description:
Additional information received noted that battery depletion was normal.

Event description:
Additional information was received of high impedance in the right system and a fracture of the right lead. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Lead model 3389 (B)(4) implanted: 2008-(B)(4) explanted: unk.

Event description:
Additional information received reported that the outcome was ongoing with no further action needed. It was stated that reprogramming was preformed (amplitude decreased to zero volts) on (B)(6)-2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as MFR report #3007566237-2011-08192. Additional information indicated the correct manufacturing site was site #(B)(4).